Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no pacing output on an ECG. The device was interrogated, and the lead impedance was >2500 ohms. Thinking it was a lead issue, the physician connected the lead to a psa. The lead was functioning normally, and continued to function normally as the lead was manipulated. The lead was reconnected to the ipg, and no pacing was again observed. The physician elected to explant the device.